Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 325 mg/dl. Customer stated that she was tired and extremely thirsty. The blood glucose reading at the time of the event was over 600 mg/dl. Hospital treated the customer with an insulin drip. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No unexpected low reservoir alarms noted during testing. Low reservoir did alarm at the correct insulin amount it was programmed to alarm. Cracked reservoir tube lip noted during visual inspection.